Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 544 mg/dl; cause was not known. A correction bolus was delivered to address bg; customer's bg began to decrease. Pump system check was performed with tandem technical support and pump was found to be functioning properly.